Event description:
A (B)(6) female pt's spouse contact zoll customer support to report a battery charger problem. The pt was issued a replacement battery charger/ modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) is currently underway. The reported problem (battery charger problem) has been confirmed. Upon eval, the battery charger would not power on and conveyed an mds flash failure. The cause of the problem has been isolated to flash components u102 and u105 on computer analog (ca) board (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion. No adverse event resulted from the defective charger/modem. The pt received a replacement battery charger/modem.